Event description:
It was reported that the patient had a change in therapy effect. The patient was not happy with the medication and over time she was generally not getting the pain control she was looking for. The health care provider (hcp) programmed a concentration change, but did not program a bridge bolus. The hcp stated she was not prompted to do a bridge bolus and noticed that it was not on the session report. It was then determined that the hcp had set the dose for the new drug to minimum rate because they were going to saline. Since she had previously programmed the concentration change manually, selecting a bridge bolus may not calculate properly. The hcp was to update the pump with all the original information and then the pump was to be updated again with the new drug and a bridge bolus. When the patient came in on the day of the report the pump was programmed back to the current state. The new drug, saline, was programmed and the pump was programmed to simple continuous mode and it then prompted the hcp to do a bridge bolus. The device system was delivering dilaudid and was now changed to saline. It was further reported that the patient had experienced pain and it was unknown if there were other symptoms. No troubleshooting was performed and it was unknown how the patient was currently doing.

Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).